Event description:
The sling came off one side of the sling bar during transfer of a patient from bed to chair. The patient fell to the floor with a bruise and a bump on the head as a result of the fall. MFR - 8030916-2013-00058.